Event description:
The instrument was used during a laparoscopically assisted vaginal hysterectomy. It was reported the 355sd would not stay engaged. The surgeon tried 4 times, then used an apple trocar instead. There was no consequence to the pt.